Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection.

Manufacturer narrative:
The field representative indicated this device would not be returned per hospital policy. If additional information is received, the report will be updated.